Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection and their device was replaced.

Event description:
Additional information received reported that the patient experienced issues with lead erosion rather than infection and had one of the leads explanted and subsequently replaced in (B)(6).

Manufacturer narrative:
(B)(4).